Event description:
We had 2 bleeding vessels in esophagus that we attempted to spray with the nex powder it did not work the powder would not move down the tube so we removed it from the scope and used hemospray and that was successful. The rep for medtronic came on 12/6/2024 to give us more information and confirmed we did everything correctly and it was problem with the device.